Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The additional information received does not change the conclusions of previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005622, lot: 61661053, trilogy shell 56mm. 00631005632, lot: 61655223, longevity liner xlpe. 00625006530, lot: 61636612, 6.5x30mm screw. 00625006540, lot: 61504863, 6.5x40mm screw. 00771101500, lot: 61322401, stem size 15. 00801803203, lot: 61693383, versys head 32mm+3.5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00603, 0001822565 - 2019 - 03448, 0001822565 - 2019 - 03450.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty. Legal counsel further reports that plaintiff claims damages as a result of injury to himself approximately 8 years post implantation. No revision has been reported to date. No further event information available at the time of this report.